Event description:
Surgeon was trying to push the guidewire and obturator through the sheath and had difficulty pushing them through sheath. Surgeon tried a second kit but was again unsuccessful. A rep for the company, called when he found out the product was at this hospital and inquired to the unit how he could get the product returned to him. Per the operating room unit, he said he needed them because if they were reported, the product would be recalled and never approved for use. He went on to tell the operating room unit that his company had placed an incorrect size sheath in the package and it was a 16fr and should have been a 30fr sheath. Surgeon and or staff obtained another introducer kit from a different manufacturer and it was successful manufacturer response for introducer, catheter, adelante magnum (per site reporter). Contact: national sales.